Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) just had the permanent implant put in yesterday and since then they don't feel the therapy is as effective as the trial was, especially at night. The pt also mentioned feeling a shock or zinging sensation where the ins is located. The pt stated it was not often but it happens here and there. The pt stated it was not related to a specific position, but it's just random. The pt stated that their next follow up appointment wasn't until 6 weeks. Patient services reviewed the pt's options. Patient services reviewed increasing stim may not be the best option if the zinging intensifies or gets worse. The patient was redirected to their healthcare provider to further address the issue and discuss next steps such as possible program change.